Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels remained elevated. Elevated levels were treated with bolus delivery via the pump and manual injections. The following day, customer reported that bg level had increased to 280 mg/dl. Customer reported starting a new medication when elevated bg levels began. On (B)(6) 2015, customer reported that endocrinologist changed pump basal rate and bg level was within target range.